Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal electrode of the lead with the mcrd (monolithic controlled release device) that contains the steroid was torn. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the lead was attempted, not implanted. The lead was tested with the analyzer and did not stimulate or capture even when it was connected to the generator. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.